Manufacturer narrative:
A photo has been received for this complaint, which was evaluated in accordance with wi-0360. The photo confirmed a metal piece of scrap from water sachet production attached to the catheter sleeve. Retains were inspected and no similar defect was found. A batch record review was conducted, and no abnormalities were found. It was identified that if the punch is worn out, it cannot punch down scrap increasing the risk of scrap falling in sachet bin. There is a small probability the inspection failed to find the scrap. All staff involved in production and inspection of product have been retrained. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A2: sex: male based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
Consumer states he "had a piece from the metal sterile water packet stuck inside the sleeve, caused sharp momentary pain when touched penis during cathing. He had prostate cancer and caths 4 x a day due to retention from scar tissue from brachytherapy treatment last in 2022. "E found one defect recently in a box. He said it was the only one like that as he checked them all. Never had this occur before. Where the ends of the metallic sterile water packets are punched and separated out at the ends and rounded. There was a small extra piece of the metallic packet that got stuck on where they got punched out and included in the package. He thinks this occurred in the manufacturing process. He said it was about 1//8 inch wide as long as the end of the metal sterile water packet. This piece somehow was separated and got stuck into the sleeve portion of the catheter upon removal of the product as he thinks "it caught the end of the sleeve possibly" and then he didn't have glasses on so didn't see it prior to use. He said he felt it when the sleeve as close to his penis with this metallic piece inside of it as it was sharp. He stopped use of it immediately. Only a brief sharp pain but no bleeding, no other lasting effects."